Manufacturer narrative:
The following fields were updated due to additional information: d.10. Device available for eval?: yes. D.10. Returned to manufacturer on: 6/1/2021: d.4. Medical device lot #: 19067043. D.4. Medical device expiration date: 06/28/2022 . H.4. Device manufacture date: 6/28/2019. D.4. Medical device lot #: 19085327 . D.4. Medical device expiration date: 08/2/2022. H.4. Device manufacture date: 8/2/2019. D.4. Medical device lot #: 19115151. D.4. Medical device expiration date: 11/7/2022. H.4. Device manufacture date: 11/7/2019. H.6. Investigation: two hundred and eight 2000e-04 samples were received for investigation; three 2000e-04 samples were received without packaging, and two hundred and five 2000e-04 samples were received in sealed packaging from various lots. In addition, three 2000e samples from lot 19067043, 19085327 and 19115151 were received to assist the investigation. No connecting products were returned to assist the investigation. A visual inspection of the three 2000e-04 samples without packaging, as well as thirty of the 2000e-04 samples in sealed packaging from various lots did not identify any product defects or manufacturing issues which could have caused or contributed to the customer's experience. The samples were connected to a retained 10ml bd luer slip syringe and a 50ml bd plastipak syringe from stock; in each instance no flow restrictions or occlusions were identified during testing. A review of the production records for the returned lots did not identify any in-process testing failures or quality deviations which may have resulted in a report of this nature. It was not possible to confirm the root cause of the reported issue in this instance. Testing of the returned samples did not identify any product defects or quality deviations that could have contributed to the customer¿s experience. CAPA#1998036 was initiated. H3 other text : see h.10.

Event description:
It was reported that 3 smartsite needle-free connectors had flow issues that blocked medication from being administered. The following information was provided by the initial reporter: "the connectors are not engaging to allow IV fluids and medications to be administered."

Manufacturer narrative:
Medical device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that 3 smartsite needle-free connectors had flow issues that blocked medication from being administered. The following information was provided by the initial reporter: "the connectors are not engaging to allow IV fluids and medications to be administered."